Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on 12/23/2015, to report that a patient experienced a skin reaction to skin tac on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother described the skin reaction as a rash with red bumps on the lower left side of the abdomen. Patient's mother treats the affected area with desonide cream and bard protective barrier film, prescribed by patient's physician on (B)(6) 2015, for the reported skin reaction. No additional event or patient information is available. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).